Event description:
It was reported that the bed exit alarmed at the centrella bed, but the bed exit alarm did not annunciate through the hospital¿s nurse call system. The patient reportedly fell and sustained a hip fracture. Treatment information for the hip fracture was not provided. An inspection of the bed and its components could not be performed as the customer did not know the location of the centrella bed involved in the reported incident and the bed serial number was not reported. Attempts to obtain additional information were unsuccessful. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that the bed exit alarmed at the centrella bed, but the bed exit alarm did not annunciate through the hospital¿s nurse call system. The patient reportedly fell and sustained a hip fracture. Treatment information for the hip fracture was not provided. An inspection of the bed and its components could not be performed as the customer did not know the location of the centrella bed involved in the reported incident and the bed serial number was not reported. Attempts to obtain additional information were unsuccessful. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. When the bed exit alert system is armed and it detects an alert condition for the bed exit mode setting, the following occur even if the patient returns to the bed: an audible alert comes on; the amber alert silence control indicator flashes; a priority nurse call is sent to the nurse¿s station (for beds equipped and connected to a nurse call communication system). In this event, the patient reportedly sustained a hip fracture after falling. Treatment information was not reported; however, a hip fracture can result in permanent impairment of a body function or permanent damage to a body structure and is therefore considered a serious injury. Causality of the device to the serious injury is undetermined as the centrella bed involved in the reported incident and the bed serial number was not reported. If the reported problem (bed exit alarming at the bed only) were to recur, it would be likely to cause or contribute to a death or serious injury as the end user may not be aware that the patient is getting out of bed. Attempts to obtain additional information were unsuccessful. The complaint will be reassessed if additional information becomes available. Baxter has¿contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.